Event description:
It was reported that the bd insulin syringes with the bd micro-fine¿ IV needle contained foreign matter on the needle. The following information was provided by the initial reporter: "found another needle with a black gooey substance."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: customer returned (2) 1ml, 12.7mm, 28g syringes in open blister packs from lot # 0363926. Customer states that there was a black gooey substance. Both returned syringes were examined and both exhibited a dark material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 0363926. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure root cause is not established.

Event description:
It was reported that the bd insulin syringes with the bd micro-fine¿ IV needle contained foreign matter on the needle. The following information was provided by the initial reporter: "found another needle with a black gooey substance.".